Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the following two problems occurred during the same case. (B)(4) - the snare of the retrieval kit broke off about four inches inside the patient during the procedure. They were able to retrieve it with hemostats. (B)(4) - the filter that they were trying to retrieve also broke." Additional information received (B)(6) 2018: the filter did not actually break. The retrieval became difficult because the filter hook straightened out when it was grabbed with the snare. It was at this point that the snare broke off in the patient. The physician retrieved the snare fragment with hemostats from the original neck access. The physician then created an additional access in the groin which was used to retrieve the filter with a snare. Additional information received (B)(6) 2018: "the cook celect filter hook snapped backwards 180 degrees while trying to retrieve. Couldn't get it out. Got it out with a grasper and new sheath but had to pull hard enough to break the snare off. I put it in 2 months ago". Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Description of event according to initial reporter: "the following two problems occurred during the same case. (B)(4)- the snare of the retrieval kit broke off about four inches inside the patient during the procedure. They were able to retrieve it with hemostats. (B)(4) - the filter that they were trying to retrieve also broke." Additional information received 26apr2018: the filter did not actually break. The retrieval became difficult because the filter hook straightened out when it was grabbed with the snare. It was at this point that the snare broke off in the patient. The physician retrieved the snare fragment with hemostats from the original neck access. The physician then created an additional access in the groin which was used to retrieve the filter with a snare. Additional information received 01may2018: "the cook celect filter hook snapped backwards 180 degrees while trying to retrieve. Couldn't get it out. Got it out with a grasper and new sheath but had to pull hard enough to break the snare off. I put it in 2 months ago". Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review: very little clinical information was included except that the filter was difficult to retrieve as the hook became displaced "backwards 180 " and that the retrieval snare broke while the retrieving physician pulled "hard enough to break the snare off". Fortunately it appears the filter was successfully retrieved via separate access using hemostats and an additional snare and the broken snare fragment was also retrieved with hemostats. Very little information can be gained from the single, poor quality, subtracted image submitted. For the hook to bend in the configuration on the image and as described, the force vector pulling the filter, cranially, must not have been on the actual curved portion of the retrieval hook, but rather at the junction of the neck of the ivc filter and the hook. Potentially, the hook became engaged with the edge of the sheath if the snare was not appropriately tightened down on the curved portion of the hook, but rather at the junction of the hook and the neck of the ivc filter. With upward pulling, the hook could have bent backwards resulting in this configuration. It is possible to straighten the hook by pulling forcefully on the hook if captured appropriately by the snare, but this bent configuration suggests the snare was not around the curved portion of the hook. The snare device broke with what was likely excessive force, and is not felt to be a device issue. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.